Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences, replacement went as planned. Device will not return because facility does not release explanted product. The patient was doing well post operatively, the sales representative was able to get the patient programmed. Electrocautery was used.